Event description:
Two suture anchors were implanted into the glenoid bone. The proximal portion of the first anchor, broke free during insertion and was removed from the patient. The distal portion of the anchor remained implanted in the bone. The second anchor was used to complete the repair. There was no surgical delay or patient injury reported.